Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00.  No harm was reported to philips.   Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) checked system and confirmed that the system did not boot up successfully. After reviewing log file fse found that there is a malfunction in flex vision pc, the host-pc could not connect to the flex vision-pc. Upon troubleshooting fse found that flex vision pc was defective. The cause of the flex vision-pc failure could not be conclusively determined by the supplier's part analysis. Fse replaced the flex vision pc, hard drive and reloaded the software. After replacing the flex vision pc and hard drive, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.